Event description:
It was reported that the pulse generator exhibited intermittent output. The device was reprogrammed and the patient was kept overnight in the hospital for monitoring by a long-term ECG.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.